Manufacturer narrative:
Per tandem t:slim user guide: ¿the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred while the customer was filling the cartridge. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer stated that more than 300 units may have been loaded into the cartridge. The customer was able to reload the same cartridge successfully and resume insulin delivery.